Event description:
It was reported that a patient presented to clinic for follow up, the atrial (ra) lead was not capturing at maximum output. The physician decided to cap the existing ra lead and implant a new lead on (B)(6) 2025. The patient was stable before, during, and after the procedure.